Event description:
While the patient was being monitored the screen froze and the patient was un-monitored for several hours. This is the third ev1000 in the last year to have similar problems. Manufacturer response for non invasive cardiac function monitor, ev1000 (per site reporter): will replace the defective unit.